Manufacturer narrative:
Please note that based on additional information, there were no reportable product malfunctions or adverse events associated with the neuroscout. Therefore, no further information will be forthcoming for this product/medwatch report. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00180 and 1058196-2011-00180.

Event description:
During stent/coiling procedure, the orbit galaxy tight distal loop complex fill coil 7 x 15 coil detached from pusher while coiling the second 7x7 aneurysm. The coil detached from pusher while physician was repositioned the coil. Physician noted that he was crossing the tines of the enterprise stent and the coil may have left the stent boundaries and gotten caught in the stent when he went to pull back into the microcatheter. Physician attempted to retrieve with amplatz gooseneck microsnare but was unsuccessful. Physician placed large angle on neuroscout microwire (601414/ 438083) and torqued to catch the stretched coil in the parent vessel. The coil was retrieved in 3 parts and was placed in a biohazard bag for return and analysis. A small dissection resulted in the ica which was treated with an 8x30 precise carotid stent. The dissection was caused either by the neuroscout or the transend guidewire. A cd copy of the procedure is not available. During the event, the enterprise remained at the target site covering the aneurysm neck, and remained in the same position after the procedure was completed.

Manufacturer narrative:
Products used during the procedure consisted of a prowler select straight microcatheter, an enterprise 4.5x22 stent, a prowler lp select 45 degree microcatheter, a trufill dcs syringe, a galaxy xtrasoft 2.5x2.5, a galaxy xtrasoft 2x1.5, a galaxy fill 7x15 (defective product), two neuroscout wires, a trascend ex soft wire, and a precise carotid stent 8x30. This is one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00180 and 1058196-2011-00180. The product was returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.